Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was no device malfunction, the rate issue stemmed from it being a feature inherent in the primary channel ins. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the healthcare provider (hcp) was programming the patient's settings and the left side copied onto the right side. The hcp switched out clinician programmers and the problem persisted. No patient symptoms or further complications were reported as a result of this event.